Manufacturer narrative:
On 11/04/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed at the anterior view an area of missing material measuring approximately 1.0 cm x 1.1 cm also was noted a tear in anterior view expanding to posterior view measuring approximately 4.9 cm. Microscopic examination was performed, and no indications of instrument damage was found. No additional anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 425cc mentor smooth round moderate plus profile and was presented with right side breast implant deflation postoperatively. As a result, the device was explanted, and replaced with catalog number: 3502425; serial number: (B)(4) on (B)(6) 2019.